Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and it was noted that the left front corner of the heater tray was touching the cycler cabinet. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results positive for glucose. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿m65 scale reading error warning¿ alarm three consecutive times before treatment was cancelled. The cause of the alarm was due to the left front corner of the heater tray touching the cycler cabinet. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and scheduled to be replaced. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A load cell verification test was performed and the device was found to be outside of tolerance. The load cell position was adjusted and the cycler passed further load cell testing. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined related to the reported fluid leak. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid inside the cassette door of their cycler following peritoneal dialysis therapy. During troubleshooting for a make sure hb is on the ht error message, the patient stated that when they removed the supplies from their cycler following their previous treatment, fluid was leaking from the cassette and liquid was found within the cassette door of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. There was no patient injury or medical intervention required as a result of the leak. The patient was given unspecified prophylactic medication as a precaution but developed no symptoms. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. The cassette used at the time of the reported leak was no longer available for evaluation. Additional information was requested but was unavailable.